Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). The customer was directed to test the pump by pressing down on the pump head latch and actuating the pump, which did run. Tac also informed the customer that a new pump head would be required and provided instructions on how to remove the pump head. The customer reported the event to tac. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the flushing pump did not pump. This was found during a diagnostic billiary catheter biopsy procedure. There were no reports of patient harm.